Event description:
It was reported that the left ventricular lead dislodged and the stylet could not be removed. The lead was explanted.

Manufacturer narrative:
. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of unable to remove stylet was confirmed and was due to the blue ptfe coating of the stylet broke into small pieces. An inner abrasion had breached the outer insulation over 0.8 cm, between 4.8 cm and 5.6 cm from tip.